Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the impedance was high and out of range. The lead was capped and replaced. The patient was stable with no adverse consequences. Additional information was requested but not received.